Event description:
It was reported that during a sigmoidectomy, the blade was broken off outside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.